Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Unknown - "during use the device broke inside the patient abdominal wall." Patient status: "ok".

Manufacturer narrative:
Investigation summary: the event unit and photographs were returned for evaluation. Upon inspection, engineering confirmed that the lower portion of the cannula had broken off from the device. Engineering noted scratches, cracks and fractures on the portion of the broken piece of cannula. This may have been a result of applying repeated force to bend the cannula back and forth during the insertion and/or operation and eventually led to breakage; however, the exact cause of the breakage could not be determined. The applied medical instructions for use (IFU) instruct the user to insert the system by applying continuous downward force while gently rotating in alternating clockwise and counterclockwise directions until placed as desired." This document represents our final report.